Event description:
Patient reported "one of their devices has migrated". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Manufacturer narrative:
Clarification to d1-d4 device information: the following device details were provided by the patient: left side: catalog number: 168-270 / lot number: 2-524339 / serial number: (B)(6). Right side: catalog number: 168-270 / lot number: 2-524339 / serial number: (B)(6). Information was not populated in the record as it is unclear whether these are the affected devices for this complaint or if they relate to a previous set of devices for the patient. Record has been updated to capture a saline implant until confirmation is received.

Event description:
Patient reported "one of their devices has migrated". This record is for the right side. Device remains implanted.